Event description:
Customer reportedly obtained a result of 3.6 inr on the coaguchek xs and 2.3 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.